Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a red and small sore like a blood blister with some bruising. There was no alleged device malfunction contributing to the irritation. The patient¿s physician provided care for the skin irritation. Follow up indicated that the skin irritation improved.